Event description:
Caller reported that insulin drops were not visible at the end of the tubing during the fill tubing step of the load sequence, causing the blood glucose level to display as "high." The customer used a correction injection via mdi, and after consulting with support, successfully resumed insulin delivery by filling and loading a new cartridge with a new infusion set.